Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an extended charge time alert was observed on the device. Technical support was contacted and a manual capacitor reformation was performed, but further intervention has not been performed at this time. The patient was stable and will continue to be monitored.